Manufacturer narrative:
It was reported that a 68-year-old female patient (90.7 kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiorespiratory arrest requiring cardiopulmonary resuscitation (CPR), and surgical intervention (central line placement). After the procedure had been completed, the patient coded. After moving the patient to the bed in order to wheel them out of the room, it was noted she was not breathing, and it was believed she had no pulse. Patient received CPR and was then intubated. The patient also received a central line. Transesophageal echo (tee) was done to check left ventricle (lv) function and the "ejection fraction" was found to be low; however, the patient was reported to be in stable condition. Prolonged hospitalization was required for recovery and monitoring. The patient is improving but it is a slow recovery. The patient also went back into afib. Physician¿s opinion regarding the cause of the event is that it was patient condition related (obstructed airway that led to cardiorespiratory arrest). No bwi product malfunctions were reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf (bidirectional) catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the product that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 3/31/2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient (B)(6) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiorespiratory arrest requiring cardiopulmonary resuscitation (CPR), and surgical intervention (central line placement). While setting up for the procedure, it was noticed the soundstar® eco cable connector that plugs into the patient interface unit (piu) was physically damaged. There was plastic chipping off the connector end. There was no damage to the piu port. The cable was replaced, and the issue resolved. The patient was noted to have a weak pulse at the beginning of the procedure. The procedure was continued. It was also reported that after the procedure had been completed, the patient coded. After moving the patient to the bed in order to wheel them out of the room, it was noted she was not breathing, and it was believed she had no pulse. Patient received CPR and was then intubated. The patient also received a central line. Transesophageal echo (tee) was done to check left ventricle (lv) function and the "ejection fraction" was found to be low; however, the patient was reported to be in stable condition. Prolonged hospitalization was required for recovery and monitoring. The patient is improving but it is a slow recovery. The patient also went back into afib. Physician¿s opinion regarding the cause of the event is that it was patient condition related (obstructed airway that led to cardiorespiratory arrest). No bwi product malfunctions were reported.